Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the driveline from heartmate ii lvas, serial number (B)(6), confirmed internal wire damage to the insulation of the brown, yellow, and green wires which would have contributed to the low speed operation and pump stops which were captured within the submitted log files. (B)(6) was returned assembled with the driveline cut approximately 1.5 inches from the pump housing, and the remaining segment measuring approximately 30.5 inches was also returned. Evidence of a previous driveline repair was noted. A separate segment, measuring approximately 22 inches, was returned as part of a driveline repair. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outlet elbow was returned attached to the pump. All segments of returned driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone jacket on all segments was unremarkable, the bionate layer was discolored on the original driveline but otherwise unremarkable, and there was breakdown in the metal braided shield on the original driveline approximately 2 inches from the pump housing. The layers were removed, and examination of the underlying wires along with hipot testing revealed breaches in the insulation of the brown, green, and yellow wires from approximately 2 inches from the pump housing, as well as a breach in the insulation of the brown wire approximately 2.25 inches from the pump housing on the original driveline. All areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stops observed while operating on 14v batteries, or the power module on an ungrounded patient cable, would have occurred if the conductors from the brown wire and either of the green or yellow wires made contact with each other or simultaneous contact with the metal braided shield, resulting in a phase to phase short. The heartmate ii lvas instructions for use (IFU) rev. H is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. The heartmate ii patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Known internal driveline fracture captured in manufacturer report number: 2916596-2019-03678. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, who had a known internal driveline fracture, started experiencing alarms while on batteries. Technical services reviewed the log files and observed 8 low speed hazard alarms, as well as a pump stop on (B)(6) 2020 while connected to batteries, and 2 more pump stops on (B)(6) 2020 while connected to the mobile power unit (mpu). Speed drops at these times were as low as 0 rpm. It appeared that the known short to shield had advanced to a phase to phase short and that the use of an ungrounded cable would be no longer be effective. Additional information reported that the entire external portion of the driveline was replaced with no issues on (B)(6) 2020. Further log file analysis observed no additional low speeds or pump stop events after the driveline repair. It was later reported through patient product exchange that the patient underwent a pump exchange on (B)(6) 2020.